Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.00/1.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Patient was diagnosed with uveitis on (B)(6) 2020 (visual acuity 6/4.5-2) and was prescribed pred forte. At patient's (B)(6) 2020 follow-up, blurry vision was observed (visual acuity: 6/7.5-1, pinhole: 6/6-1). Patient was prescribed ciprofloxacin, dexamethasone, cyclopentolate, cravit. Per reporter on (B)(6) 2020, "patient have fully recovered from the uveitis." Lens remains implanted.